Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H10: g3 h11: b5, h6 (method) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately two years nine months and seventeen days post lifestent placement on the right leg, the subject had an adverse event of stenosis of right superficial femoral artery and underwent target limb re-intervention. The adverse event relationship was not related to the study device and study procedure. The re-intervention was treated with percutaneous transluminal angioplasty on the target lesion type with initial stenosis of 90% and final residual stenosis of 0%. The outcome of the re-intervention was successful. It was further reported that approximately two years eleven months and one day post index procedure, the subject had an another adverse event of occlusion of the superficial femoral artery and popliteal artery. The adverse event relationship was not related to the device and procedure. The re-intervention was treated with vascular bypass with initial stenosis of 100% and final residual stenosis of 100%. The outcome of the re-intervention was successful. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H10: g3. H11: b5. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately two years nine months and seventeen days post lifestent placement on the right leg, the subject had an adverse event of instent restenosis of right superficial femoral artery and underwent target limb re-intervention. The adverse event relationship was possibly related to the study device and not related to study procedure. The re-intervention was treated with percutaneous transluminal angioplasty on the target lesion type with initial stenosis of 90% and final residual stenosis of 0%. The outcome of the re-intervention was successful. It was further reported that approximately two years eleven months and one day post index procedure, the subject had an another adverse event of instent occlusion of the superficial femoral artery and popliteal artery. The adverse event was possibly related to the device and not related to procedure. The re-intervention was treated with vascular bypass with initial stenosis of 100% and final residual stenosis of 100%. The outcome of the re-intervention was successful. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 05/2019). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that two years, nine months, and seventeen days post a stent placement in the distal superficial femoral artery via the right leg, the subject had an adverse event of stenosis of right superficial femoral artery which required target limb re-intervention. It was further reported that percutaneous transluminal angioplasty and bare metal stent placement was performed to treat instent stenosis. Treatment re-intervention was successful and the outcome of the adverse event was resolved. Furthermore, two years, eleven months, and one day after index procedure, the subject had serious adverse event of occlusion of superficial femoral artery and popliteal artery which required target limb re-intervention. Moreover, vascular bypass was performed to treat instent restenosis. Treatment re-intervention was successful and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.